Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that member of their medical center team had pointed out an issue: there was conflicting product size information listed on intermittent catheter strip.

Event description:
It was reported that member of their medical center team had pointed out an issue: there was conflicting product size information listed on intermittent catheter strip. Per customer via email on 16jan2025. Per customer, it was reported that defective product was brought to the attention of the warehouse staff and no patient was involved.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Therefore, this report is being submitted as additional information. The reported event is inconclusive. Visual: received 3 photo samples: first photo sample shows top view of 2 catheters die by side within closed packaging second photo samples hows top view of product packaging and 2 catheters within closed packaging. Catheter packaging on the left shows clear side of packaging with catheter enclosed. Catheter packaging on the right shows top view of catheter product information on packaging. Third photo sample shows two catheters product packaging indicating the following: the photo samples have different lot number and different sizes therefore cannot be determined if they are from the same package. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction- b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.